Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented to the hospital, the device was found in backup vvi mode. The device was explanted and replaced. No additional information was available.